Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Complaint sample was evaluated and the reported event was confirmed. The impactor is returned for evaluation. As returned the threaded portion of the strike plate has fractured and remained in the impactor handle. The instruments showed signs of normal use. Hardness is within specification. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a total shoulder arthroplasty, during the impaction of the glenoid component, the impaction part of the impactor fractured off. The surgery was completed using the remaining part of the instrument. No impact to patient.